Event description:
It was reported that the patient presented during follow up. Premature ventricular contractions were detected as noise. Only one episode was noted, so no action was taken. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.